Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2g, route, duration and frequency not reported) and injection fortum (1g, route, duration and frequency not reported) for the event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.